Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the logs showed that the first instrument vse was installed 1x and passed homing 1x. (B)(4) cut complete events recorded with no errors. E100 logs show (B)(4) seal events with (B)(4) high initial starting impedance error. The second instrument vse was installed 2x and passed homing 2x. (B)(4) cut complete events recorded with no errors. E100 logs show (B)(4) seal events with (B)(4) high initial starting impedance error.

Event description:
It was reported that prior to starting a da vinci-assisted gastric bypass surgical procedure, there was a white jelly substance noticed along the articulation tip of the vessel sealer extend (vse). The cord was cut on accident. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred intraoperatively when the instrument was used. The surgeon took a video of the issue happening. Additionally, the surgeon did not believe any of the substance was left inside the patient, but was not positive as they had never seen that before.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint regarding a white jelly substance was confirmed by failure analysis. Fa found to have a jellied substance at the distal end. The initial failure analysis was not confirmed. The jelly-like substance at the distal end is krytox lubricant, which is nominal and not excessive.

Event description:
Refer to h10/h11 for follow-up information.